Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site. The necked down coil would indicate a fracture while attempting to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that during an implant, this lead got dislodged and helix was retracted. On the second attempt to extend the helix it would not extend. The lead was removed and replaced. No adverse patient effects were reported.